Manufacturer narrative:
H6) archives of the tracer pattern used to register the patient were analyzed. The tracer pattern technique was not correct for proper tracer registration. Software is functioning as designed. It was recommended that the surgeon collect tracer points in more places on the anatomy when tracing or use an alternative registration method such as pointmerge.

Event description:
A medtronic representative reported that, while in a craniotomy procedure, the surgeon alleged being approximately 2cm inaccurate after placing the passive planar probe into the patient anatomy. Directly after tracer registration, accuracy was good superficially on hard anatomy. Noted was that the surgeon concentrated the tracer pattern over the area where the tumor was. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient gender and age were not made available from the site. (B)(4) 2014 a medtronic representative, following-up at the site, reported that the surgeon elected to re-register and re-drape and felt being approximately 2cm inaccurate. Also noted the patient was prone and the nose could not be reached. Suggested pointmerge registration as an alternative option. - (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.